Manufacturer narrative:
This record is being sent as a correction. Health impact code updated as device was outside of use.

Event description:
It was reported to philips that the power connector broken. No patient harm or injury has been reported.